Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure alarm. There was patient involvement but no harm reported as the unit was exchanged with another cardiosave. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no issue was identified during testing. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer.